Event description:
Arjo was informed about an event involving an enterprise 5000x bed. The customer reported that a staff nurse sustained an injury while changing the bed linen. Based on the gathered information, the staff nurse fractured their finger while lifting the safety side into the upward position. The staff nurse stated that they had used the blue lever, which is intended for releasing the safety side for the downward position. There was no indication of patient involvement.

Manufacturer narrative:
The device evaluation performed by arjo service personnel did not reveal any device malfunction. The bed frame and safety side rails were inspected on site and were found to be functioning as intended. According to the instructions for use (IFU 746-577) for the enterprise 5000x bed, side rail contact points are clearly identified by warning symbols, and users are instructed to keep their hands and fingers away from these areas during operation. The IFU further specifies that, when raising the side rail, the user shall hold the top rail just behind the hinge and pull the side rail up until it locks in the raised position with an audible ¿click.¿ the enterprise 5000x has two side rails with three bars, one on each side of the bed. Based on the information gathered during the investigation, the staff nurse sustained a finger injury while manoeuvring the safety side rail in the upward position during bed linen changing. It was reported that the side rail was not fully locked in the raised position at the time of the event, and the nurse¿s finger inadvertently became trapped due to hand positioning in relation to the moving parts of the side rail, which is contrary to the warnings and operating instructions described in the IFU. The arjo device did not fail to meet specifications, as no device malfunction was identified that could have contributed to the event. There was no patient involvement at the time of the incident. The complaint was considered reportable due to the allegation of a serious injury (finger fracture) sustained by the staff nurse during the operation of the side rail. The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The reporter's first and last names were corrected. The customer's phone number was added.